Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that the lens was exchanged for a different diopter. There are two manufacturer's device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Add'l info was requested and received.